Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain after feeling a pop near the reservoir while doing heavy yard work, which was followed by the development of a bulge on the right side. Clinical evaluation confirmed that the reservoir had herniated out of the retropubic space. Although the device remained functional, the herniated reservoir was removed and replaced with a new reservoir implanted on the left side in the retropubic space. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4).